Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics where called twice to assist customer at home. The blood glucose readings were 34 and 38 mg/dl when the paramedics arrived. Customer stated that he is not eating as much as he used to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.